Event description:
The clinician said implant was placed in 2006 and removed the following month. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection.

Manufacturer narrative:
The implant was received with an abutment and abutment screw not attached and the implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a radiographic template and determined to be a ph4mm x 12mm implant.